Event description:
Pt called lfs in 2004 alleging the meter would not power on when a test strip was inserted. The pt reported no high or low blood glucose symptoms at the time of testing. The pt did contact their physician, but they did not receive any treatment. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further information has been reported.